Manufacturer narrative:
Although this malfunction occurred in 2008, it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint was not confirmed. The malfunctioning device was not returned to vygon (B)(4) (the MFR) for device analysis, vygon (B)(4) was able to complete a complaint investigation based on provided info. As no batch # was provided, non batch-related data could be checked. From the user's description, vygon assumes that the catheter was blocked by precipitation and ruptured due to an overload of bolus pressure above the maximum bolus pressure of 1.2 bar (see warning ins the IFU). Upon withdrawal the catheter separated. Two drugs used (aciclovir and ampicillin) with the catheter are well-known to cause precipitation when used with other drugs. Their combination has be avoided as this will surely cause precipitation. We strongly recommend to retrain the users at this hosp in epicutaneo-cava-catheter handling according to the IFU in order to avoid further and more serious incidents. Without having a faulty sample and batch-related info available no further investigation is possible.

Event description:
Catheter placed on (B)(6) 2008 in a (B)(6) with meningitis. Administration of aciclovir cetafina, ampicillin and phenobarbital. The catheter broke during removal on (B)(6) 2008. X-ray on (B)(6) 2008 showed that part of the catheter was still in the pt. No sample was kept for analysis.